Manufacturer narrative:
Lot # is unknown. Sample returned and evaluated. Inspections in manufacturing area: all components of connector c100, except the membrane, are molded in (B)(4) supplier. After molding, the components are assembled in (B)(4) plant. During assembly process, the operator performs visual inspection of the membrane, spike port, housing and cap to verify that product is free of damages. The operator takes 24 samples for each 1.000 units and verified the welding of the membrane, correct assembly and quality of the components. During the packaging process of phaseal product, visual inspection of the product is performed by the operator according to ph-009 and ph-307. Eight samples are taken for visual inspections (2 strips) to verify the quality of the blisters. On the other hand, 100% visual inspection is performed for all phaseal product by the operator before place the product in the unit case. During the load of product in the unit cases, the operator checks the correct quality of the product (free of damages, f.m). In case of faulty product, it is sent to scrap. In case of packaging defects, samples are picked up and packaged again. Leakage test is performed in all lots according to pc-226. Conclusion: according to jfrl report, no leak was confirmed. However, some defects were found in the connection of the infusion adapter to the rubber stopper, which likely caused the leak that the customer complaints about. The root cause of the defect seems to be a bad connection of the item. As the lot is unknown, the DHR and the retained samples cannot be reviewed.

Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use, a bd phaseal" infusion adapter was found leaking 5-fu(chemo) from the connection site. There was no report of injury or medical intervention needed.